Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid result for one patient sample from cobas 6000 e 601 module serial number (B)(4). The sample was then repeated in another laboratory on architect and centaur analyzer. The sample was submitted for investigation and was tested on a cobas 8000 e 602 module. Of the data provided, only the results for elecsys ft3 iii and elecsys ft4 ii assay were discrepant. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The investigation determined the difference in the results from different manufacturer's assays was due to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. Refer to the medwatch with (B)(6) for the other assay.